Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. From an unspecified location. The issue was identified when the outer wrapper was opened, prior to patient administration. The device was filled to 120ml and contained cytotoxic medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 20, 2022 - may 21, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.